Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope water supply pipeline disinfection was not performed after replacing the reprocessor water filter. The issue was found while reprocessing the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.